Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance with priming the pump. Customer's blood glucose was 47 mg/dl at the time of incident. Customer declined troubleshooting for the low blood glucose. Customer was advised to follow up with their doctor or call emergency services if necessary.